Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) & one (1) imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) were not returned for investigation. However, customer sent pictures of both fractured implants. Visual evaluation could not be performed. The investigation has been performed based on the available information using the item number, pictures along with the applicable instructions for use (IFU), and risk file. Pictures provided identified both implants are fractured at the collar. There was dried blood, and human bone attached to both implants. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. (Fracture) no pre-existing conditions were reported and no per form was provided. The reported devices were located on tooth sites 36 & 46 (fdi) and were used for approximately 7-9 years. The customer did not provide any x-rays. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. A complaint history review by item number was conducted for the (tsvwb11 & tsvtwb11) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Therefore, based on the available information, device malfunction has occurred and the reported fracture event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier, age and date of birth unknown / not provided, patient sex unknown / not provided, weight unknown / not provided, date of the event unknown / not provided, additional device information unknown / not provided. Premarket identification PMA/510(k) number: k013227. Device manufacturer date unknown / not provided, no product returned.

Event description:
Doctor indicated implant tsvtwb11 fractured at the collar level.